Manufacturer narrative:
MDR was created in error due to not being reportable. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was unknown. Also the insulin pump had pump error alarm. The device will not be returned for analysis.